Manufacturer narrative:
Manufacturing site evaluation: samples received: ten unopened pouches and 1 piece of used thread. All samples received are tight. There are no previous complaints of this code batch; (B)(4) units were manufactured and distributed there are no units in stock. Tested the knot pull tensile strength of the sample received and the results fulfill the OEM requirements. A degradation test was performed on the samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Thread is damaged - broken. Veterinary use: three cases of evisceration after ovariectomy on cats. One cat found dead three days later: the viscera was out. The veterinarian recovered the distal part of the suture with the final knot (continuous suture). Thread was found broken. Note: veterinary case: one cat died after surgery.